Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 53 mg/dl. Customer treated their high blood glucose levels via glucose carb intake. Troubleshooting for high blood glucose was performed. Customer was advised the auto suspend feature alarmed on the insulin pump. Customer was assisted with changing the time to four hours and explained what auto suspend was. Customer was advised a replacement insulin pump would be sent out.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. The pump also passed tone check and vibrate check on self test. No audio/beep anomaly or vibrate anomaly noted during testing. The pump was programmed with the correct time and date then monitored for 1 day. No time/clock anomaly or history anomaly noted. No time loss/time gain noted. The low reservoir alarm and auto suspend feature functions properly with audio and vibrate alerts. The insulin pump communicated properly with the guardian link 3 and the test plug. The insulin pump recorded the sensor transmitter ID number in the device options screen. No pump/sensor communication anomaly, calibration anomaly, lost sensor alarm or unexpected deletion of the sensor transmitter ID number in the device options screen noted.